Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received vela front panel assembly and installed in known good vela unit. The carefusion fa rep reported moisture damage (fluid ingress) is visible on panel screen. When powered on in service mode, the touchscreen was unresponsive. The carefusion fa rep duplicated the customer complaint of touchscreen not responding. The carefusion fa rep determined the root cause as fluid ingress, which is a known issue being corrected internally within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator; the screen is not responding to touch. The customer reported the screen was frozen. There is no report of patient involvement associated with the event.